Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Additionally, it was reported that the pump fill estimate remained static. Blood glucose was in the low 200's (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (wake button) was verified. The alleged malfunction (fill estimate) could not be verified.